Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was bent approximately 10.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, compressed distally, and kinked in multiple locations. The embolization coil was ovalized approximately 2.5 cm from the distal end. Conclusions: evaluation of the returned device revealed the embolization coil was ovalized. This ovalization likely contributed to the resistance experienced by the physician when attempting to advance the pc400. This damage was likely caused by overtightening of a rotating hemostasis valve (rhv). A damaged coil may have difficulty advancing through the patient anatomy. Further evaluation revealed that the embolization coil was kinked and compressed distally, and the pusher assembly was bent. This damage likely occurred due to forceful manipulation of the pc400 against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician delivered another manufacturer's coils into the aneurysm using another manufacturer's microcatheter. While a new pc400 coil was being advanced through another manufacturer's microcatheter, it became stuck at the tip of the microcatheter and was unable to advance any further. The physician retracted the pc400 coil back into the introducer sheath, flushed the microcatheter and attempted to advance the pc400 coil through the microcatheter again. However, the pc400 coil was unable to advance through the tip of the microcatheter and was removed. The procedure was completed using a new pc400 coil. There was no report of an adverse effect to the patient.